Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. During each occurrence, a supply change was performed but the alarms continued. Blood glucose was in the 200's (mg/dl).